Event description:
A peritoneal dialysis (pd) patient contacted customer service and reported they were just released from the hospital, and stated the event was pd related. The reason for hospitalization, symptoms, and treatment were not reported. No further information was provided. The patient did not specify the reason for the hospitalization. There was no indication or allegation of a serious injury, patient death, or other adverse event related to a fresenius product. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. A peritoneal dialysis (pd) patient reported they were just released from the hospital, and it was pd related. No further information was provided in the initial report. Attempts to obtain additional information were unsuccessful. The patient did not specify the reason for the hospitalization. The patient¿s statement of the hospitalization being related to pd did not allege any malfunction, deficiency, or defect of any fresenius device, product, or drug. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contacted customer service and reported they were just released from the hospital, and stated the event was pd related. The reason for hospitalization, symptoms, and treatment were not reported. No further information was provided. The patient did not specify the reason for the hospitalization. There was no indication or allegation of a serious injury, patient death, or other adverse event related to a fresenius product. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.